Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer retorted via phone call that she experienced high blood glucose over 600 mg/dl. The customer stated she was out of town and forgot her serter at home. She had been trying to insert the infusion sets manually but was getting no delivery alarms due to bent cannulas. Customer stated one of the infusion sets worked and two got bent. The customer stated she ran out of infusion sets. Customer was advised that emergency supplies would be sent.